Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) pace/sense lead triggered an alert for high pacing impedance. In addition, the high voltage rv lead triggered alerts for high superior vena cava (svc) and rv coil impedance. The rv pace/sense lead and rv high voltage lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the clinic the high voltage rv lead was likely fractured. The rv lead defibrillator function was programmed off while additional interventions are discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.